Event description:
It was reported the patient¿s blood glucose level reached 30 mmol/l (540 mg/dl). It was noted that the cannula was not inserted correctly into the infusion site. Hyperglycemia treated with 10 units of insulin vis manual injection.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.